Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter zip code :(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that the drug solution did not come out in one product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-09. H6: investigation summary one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. A clog test was carried out on the returned sample as per q-sop-1830-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that the drug solution did not come out in one product.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter zip code :(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that the drug solution did not come out in one product.